Event description:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent painful experience cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
D10. Optetrak logic femoral component (02-010-0x-0240, 2081908). Optetrak logic tibial tray (02-012-41-4040, 2075236). Optetrak 3-peg patella (200-02-35, 2035235). There is no other patient demographic or medical history available. No additional information is available. The logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
No device returning as it remains implanted. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient who had underwent bilateral tkr on (B)(6) 2011 and was implanted with optetrak devices in his left and right knees, including optetrak logic tibial inserts made of polyethylene. Upon information and belief, as a result of the known optetrak device failures described herein and plaintiff¿s painful experience with his right knee, the plaintiff has concerns that his left knee will also require revision surgery due to issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Plaintiff experiences daily pain and discomfort in his knees which limits his activities of daily living and impacts his quality of life.